Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. Internal complaint number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was working intermittently. The vein was harvested; however, the leg was bleeding so they opened the leg. The hospital did not report any patient effects. It was reported by biomed that the hemopro2 adaptor had intermittent continuity in one of the connections, when the cable was flexed. A replacement device was used to complete the procedure.